Event description:
It was reported that patient is not sure when event occurred. Noticed on x-ray during office visit. Patient had revision knee.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received will be provided in a supplemental report. Catalog number and lot code of the other device listed in this report: cat # 6478-6-640, lot # tbya907, description: ti dur reg fluted stem 18x80mm. At this time, it cannot be determined which, if any of the reported devices may have caused or contributed to the patient's experience.

Manufacturer narrative:
An event regarding revision surgery due to fracture of the stem extender component involving an mrh femoral component was reported. The event was not confirmed. Device history review: device history records for lot lkuxb2 could not be located. Review of the (B)(4) manufacturing database indicated units were accepted into final stock. Nc was initiated to investigate the device history records that could not be located for review. Complaint history review: there were no other similar events for the reported lot. Conclusions: the reported event regarding a fracture of the stem extender component from the femoral component could not be confirmed with the information provided. The exact cause of the event could not be determined as x-rays and operative reports as well as analysis of the explanted devices are needed to determine the root cause.

Event description:
Additional information received via sales rep on 05-03-2013: the issue was a stem fractured off the mrh femoral component."